Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During device servicing it was discovered there were loose parts inside the power module. There is no report of patient involvement.